Event description:
It was reported that rising and high thresholds and rising and high impedence were noted on the right ventricular (rv) lead. Intermittent capture was also noted.  The lead was reprogrammed and then explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.